Event description:
The patient had a 50% lesion in the mid right coronary artery. The lesion had restenosis of two cypher stents that had been previously implanted (3.5 x 23mm and 3.0 x 33mm). The vessel was not calcified or tortuous. While inflating a 3.5 x 8mm cypher stent at the lesion, contrast medium leakage was observed at 12atm, in the middle of the shaft, via coronary angiography. The stent delivery system was inflated up to 16atm and the diameter of the stent was expanded to around 3mm. Therefore, the stent delivery system was removed and post-dilation was conducted and the stent was safely implanted.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 9616099-2008-00442, 9616099-2008-00443 and 9616099-2008-00444. Additional information will be submitted upon 30 days of receipt.